Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer gave a vague report of recent over-infusion events, however no specific details were provided. No patient harm was reported to have occurred, and although requested, no other details are available.